Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown. The customer also reported that they did not hear beeps when audio beep volume settings were saved. The customer also reported that they did not hear the differences between the two audio beep volumes 1 and 5. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test value (135 mg/dl) properly and displayed correctly on the display graph. Adjusted the sensor high settings to 145 mg/dl and enabled the alert before high and alert on high options. Adjusted the sensor low settings to 80 mg/dl and enabled the alert before low and alert on low options. The insulin pump alerted on high at 151 mg/dl blood glucose level, alerted before low at 86 mg/dl, and suspend on low at 64 mg/dl. The high and low alert alarms are working properly.